Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02480. The patient has two, 3166, leads for off-label use. It was reported one of the patient's leads showed invalid impedance. Per the manufacturer's device record database, the lead was explanted and replaced.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-02480. Further clarification via follow-up revealed both of the patient's leads were explanted and replaced on (B)(6) 2016 as previously reported. Follow-up also revealed surgical intervention resolved the patient's issue.